Event description:
Arthritis of both knees [arthritis]. Joint effusion in left knee [joint effusion]. Knees swelled bulgingly [joint swelling]. Case description: spontaneous report was received on 05-jun-2012 from a physician regarding a (B)(6) male patient, initials (B)(6), with gonarthrosis of both knees. The patient's medical history was not provided. On (B)(6) 2011, the patient received first synvisc (hylan g-f 20) injection (of the first course) at a dose of 2 ml into both knees (frequency and route not provided). The lot number of synvisc was not provided. The patient had joint effusion in left knee to have 18 ml of the yellow clear fluid aspired prior to the injection. On (B)(6) 2012, he had second synvisc injection of the first course into both knees and had no joint effusion prior to injection. On (B)(6) 2012, using disposable needles without sterilized gloves, he had third synvisc injection of the first course into external suprapatellars of both knees after sterilizing with iodine. He had a no complications inducing infection, generalized infectious symptoms, skin disease around the injection sites or intra-articular infection prior to the injection. The same day, the patient had joint effusion in left knee to have 30 ml of the yellow clear fluid aspired prior to the injection and experienced arthritis of both knees. The same day, in the evening ((B)(6) 2012), his "knees swelled bulgingly." The patient had arthrocentesis and received steroid injection as a treatment for arthritis of both knees, joint effusion in left knee and "knees swelled bulgingly." He recovered from the event of arthritis of both knees on (B)(6) 2012. The treatment with synvisc was permanently discontinued. The outcome for the events of joint effusion in left knee and "knees swelled bulgingly" was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis of both knees as probable. The reporting physician did not provide the relationship between synvisc and the events of joint effusion in left knee and "knees swelling bulgingly."

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.